Manufacturer narrative:
MFR email: (B)(4).

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke in two pieces when it was exited from the cystoscope. A large electric arc happened, and it ran through the surgeon. After that, the console was turned off immediately. The procedure was completed with another fiber without patient complications. The surgeon was treated.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep) procedure in a patient with an in-dwelling bladder catheter, the fiber broke in two pieces at the proximal end when exiting the cystoscope. There was a flash of light and a large electric arc occurred and ran through the surgeon. Following that, the console powered off immediately. The procedure was completed with another fiber without patient complications. The surgeon was treated but no information was provided indicating the type of treatment.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported complaint could not be confirmed due to no device return. Electric shock, such as that received by the physician, is listed in the instructions for use as an inherent risk of device use. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed, and no root cause could be determined. The reported device performance allegation cannot be confirmed. The procedural handling and procedural conditions during the set-up of the fiber and their use, specifically insertion into the scope, may have contributed to the fiber body break. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint.